Event description:
The surgeon was taking a screw out, variax foot, and the driver blade broke. No piece in the pt. Both the screw and plate are out. Used other driver in set.

Manufacturer narrative:
Actual device is not available to stryker for eval.